Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was no image. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited a b30 scope communication error. The event occurred during inspection for use. The procedure was completed with an olympus back-up device. There were no reports of patient harm.